Manufacturer narrative:
Baxter received and evaluated the device. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. The reported condition was unable to be verified. The device was found within specification in relation to the reported low flow rate testing which was unable to be reproduced during evaluation. The pump was flow tested with passing results and no correction is required. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device has been received, however an evaluation is not yet completed; therefore, a full device analysis could not be provided. Upon completion of the evaluation, when additional relevant information becomes available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump failed flow rate testing with a low reading (specific parameters not provided). There was no patient involvement, injury or medical intervention associated with this event as the issue occurred during testing. No additional information is available.